Manufacturer narrative:
H.10: the blocked stirrer motor likely generated an high power consumption which could have led circuit boards overheating that ultimately caused the device to emit smoke.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(4). A livanova technician investigated the device and traced the fault back to the stirrer motor which was replaced. The problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause s related to bearing damage due to environmental conditions in which the motor worked which may led to corrosion preventing the motor from rotating freely.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor after routine disinfection cycle. Smoke was reportedly coming out from the rear fan grid. There was no patient/user involvement.